Event description:
It was reported that a failure to revert vf occurred and the patient required external defibrillation. Low hv lead impedance was revealed on the session records. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.